Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device noted a remaining longevity of two years at the last follow-up. Six months later, the device had declared end of life (eol). Due to the patient's age and condition, no revision procedure was performed. No adverse patient effects were reported.